Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when removing the gallbladder out of the body, the bag tore at the seam, a piece of the bag fell into the patient cavity and was found, the specimen also fell into the patient cavity and were both retrieved with a grasper. A new device was used to resolve the issue. There was no patient injury.